Event description:
Per the clinic, the patient experienced bone overgrowth and soft tissue problems around the implant site. The patient underwent two surgeries and a petrosectomy (dates not reported); however, the issue could not be resolved. The abutment was removed in 2013 (specific date not reported) for 6 months and the patient was equipment with a longer abutment. Pain and swelling recurred around the implant site. The patient was treated with antibiotics and steroids (type, duration and dosage not reported); however, the issue could not be resolved. The device was explanted in (B)(6) 2014 (specific date not reported).

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.